Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline confirmed external wire damage that could have contributed to the driveline faults, low speed alarms, and pump stop events captured in the submitted log file. A distal-end driveline (dl) replacement was performed on (B)(6) 2020 under work order# (B)(4) and approximately 16¿ of the external portion/distal-end of the driveline was returned for evaluation. The replaced driveline was tested for electrical continuity, in the condition that it was received, and found that the orange wire produced an open circuit. All remaining wires passed continuity testing. Visual inspection of the wires confirmed a breach in the insulation of the red wire approximately 7¿ from the metal connector. Further inspection revealed a breach in the insulation of the black wire approximately 8¿ from the metal connector. The observed wire damage appeared to be the result of abrasion from the metal braided shield due to repetitive flexing of the lead. Twisting and thinning of the orange, red, and brown wires was also observed approximately 7¿ from the metal connector; therefore, additional testing of the driveline was performed. Each wire was forcibly tugged on to reveal partial or total fractures of the conductors. The outer insulation of the orange and brown wires was intact, but manipulation caused the insulation of each wire to elongate and breakdown approximately 7¿ from the metal connector. Similarly, when manipulated, the insulation of the red wire also elongated and broke apart approximately 7¿ from the metal connector. This indicated that the inner conductors of the three wires had fractured. The remaining segments of the driveline were then submerged in a saline solution for hi-pot testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. The heartmate (hm) ii lvas operates on a three-phase motor, where each phase is powered by two redundant wires. The system controller monitors the current in each redundant wire pair to detect open circuit conditions. When the system controller compared the current in the fractured wires to their redundant motor phase wire, the fractured inner conductors of the wire would have resulted in the driveline fault alarms captured in the submitted log file. Furthermore, if the exposed conductors of the red and black wires contacted the braided shield while operating on a tethered power source such as the power module or mobile power unit, the resulting short to ground would have resulted in the low speed events and pump stops that were confirmed through the submitted log file. Similar events would have occurred if the exposed conductors from the two different phases made direct contact with each other or simultaneous contact with the braided shield while the patient was connected to the power module/mobile power unit or battery power. It was reported that immediately following the repair, the patient was connected to a grounded patient cable without issue and no further alarms were observed. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Incidental findings: cosmetic damage to the outer silicone jacket of the driveline no further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
Device available for evaluation: a segment of the percutaneous lead was returned only. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 with pump stops. The clinician was concerned for driveline fracture. A review of the log file noted multiple pump stops, low flows, and low speed advisories. This type of behavior has been linked to potential phase to phase shorts with the percutaneous lead. These issues appear to be occurring on both the power module and on batteries. Technical support recommended that the percutaneous lead be immobilized to prevent any further interruption in support. An x-ray sent in for review showed some stretching and twisting of the external driveline. The driveline was repaired approximately 3 inches from the exit site. A new controller was attached to the new percutaneous cable. The patient was tethered on a grounded patient cable with no issues and no alarms noted.